Manufacturer narrative:
Upon receipt the lead was found cut 44 cm proximal to the lead tip. A proximal part including the serial number was missing. The performance of the fragment was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular between 12 and 10 cm proximal to the lead tip the insulation was found abraded through. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the deformed rv shock coil most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 101 months oversensing and inappropriate shocks were reported. Apart from the shocks, no further patient side effects were reported.